Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not received.

Event description:
It was reported that the patient found the catheter was a different size than a 12fr. When the device was removed there was self limited bleeding and was no medical intervention reported.

Event description:
It was reported that the patient found the catheter was a different size than a 12fr. When the device was removed there was self limited bleeding. There was no medical intervention reported.

Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation noted 237 unopened samples in original box packaging. Samples were tested according to the general inspection level ii/single sampling plan. All catheters tested measured to be 12fr. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "for urological use only. Urinary catheters are intended for use for bladder management including urine drainage, collection and measurement. The devices are passed to the urinary bladder via the urethra. Warnings: this is a single use device. Do not reuse. Reuse of a single use device increases the risk of catheter acquired urinary tract infections. How to prepare and use your urinary catheter 1. Wash your hands thoroughly with soap and water. 2. Peel open the pack at the funnel end to expose approximately 2¿- 4¿ of the catheter. Don¿t remove the catheter yet. 3. Wash the area around the meatus before catheterizing. 4. Wash your hands again. 5. Using the catheter: with sure-grip¿ sleeve: a. Hold the sure-grip¿ sleeve with your dominant hand and squeeze it to hold the catheter shaft as you remove the catheter from the pack. B. Next, hold the catheter funnel above the sure-grip¿ sleeve with your other hand and slide the sure-grip¿ sleeve down the shaft, stopping at about 6¿ from the tip. Release the funnel. C. Using the sure-grip¿ sleeve to hold the catheter firmly, lubricate catheter tip with lubricating gel. D. While gripping the catheter with the sure-grip¿ sleeve, gently pass the tip of the catheter into your urethra until the sure-grip¿ sleeve nears the meatus. If there is no urine flow, loosen the tension on the sure-grip¿ sleeve to allow it to slide back towards the funnel end. Re-grip sure-grip¿ sleeve and continue to insert the catheter into the urethra. Repeat until urine starts to flow. Without sure-grip¿ sleeve: a. Remove the catheter from the pack. B. Lubricate the catheter tip with lubricating gel. C. Gently pass the tip of the catheter into your urethra and advance the catheter until urine starts to flow. 6. Try to keep the catheter steady until urine stops flowing. When urine stops flowing, slowly withdraw the catheter, stopping if flow starts again, until the last few drops have drained. 7. Finish by disposing of the catheter and its packaging. 8. Wash your hands with soap and water."